Event description:
During investigation, an intermittent flex at the force sensor pin was observed.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. During eval, an intermittent flex at the force sensor pin was observed.